Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button requires multiple presses before the pump screen turns on. Troubleshooting was unable to be performed with tandem technical support. The customer's blood glucose level was not impacted. It was confirmed that the customer will continue to use the pump for insulin therapy.